Manufacturer narrative:
The thermogard console was evaluated at the customer site. The customer's reported complaint of the thermogard console (sn (B)(4)) displayed mid: 26 (low battery) error message was confirmed through functional testing and archive review. The error was attributed to a low voltage battery. The thermogard console is a reusable device and was manufactured in september 2014 and is more than 6 years old, beyond its expected serviceable life of 5 years. The aging of this console may have contributed to the low voltage battery. It is likely that the battery was never replaced for the past 6 years. During visual inspection, no physical damages were observed. The event log was reviewed and confirmed the occurrence of the mid: 26 error message. Unrelated to the reported complaint, a review of the event logs showed an occurrence of a tcmid: 02 (ce danfoss error) message on (B)(6) 2021, which was cleared by the customer. The error message was not duplicated during the functional testing. Functional testing was performed and observed the mid:26 error message, thus confirming the reported issue. The lithium battery was replaced to remedy the issue. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
During the device check, the thermogad console (sn (B)(4)) displayed a mid:26 (low battery) error message upon powering on. No patient involvement.